Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: silk suture, prolene polypropylene suture.

Event description:
It was reported that a pt underwent a lap band procedure in 2007 and suture was used to secure the lap band and to close the skin. The pt claims to be allergic to sutures. The pt has non-specific complaints of occasional rashes, lymphadenitis, tingling, joint aches and pains.